Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential oversensing inhibition was observed on the device. There were low levels of high frequency noise which was inhibiting pacing. Programming changes were recommended. Patient will be monitored with routine follow up. No further information available.